Manufacturer narrative:
An investigation was conducted that included trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time because the consumer did not provide a manufacturers lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
When I went to remove it the string pulled out [device breakage]. Had to go to the emergency room to have it removed [foreign body in reproductive tract]. Case narrative: on 18-nov-2024, a spontaneous report was received from a consumer regarding a female of an unreported age who was using (B)(6) sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started the use of (B)(6) sport plastic, unscented. On an unspecified date, after inserting the product, when the consumer tried to remove the tampon, the string pulled out. Subsequently, she went to the emergency room (ER) as neither she nor her husband were able to remove it, and they were able to remove it in the ER. As of 18-nov-2024, the status of product use was not reported. No additional information was provided.